Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of faint, color of effluent did not look right, and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient experienced faint and reported that the color of his effluent did not look right. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. Information was received from a nurse, which medically confirmed this report. The peritonitis was unrelated to dianeal therapies. Per the nurse, peritonitis was due to patient didn't do what he was supposed to do. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The event was not confirmed. The cause of the peritonitis was no device malfunction or use error identified.